Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor leaked. The event occurred "during the preparation, after having filled the infusor with fluorouracil". The leak was observed originating from the "luer lock connection". There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation containing fluid in the bladder. Visual inspection revealed a leak/backflow at the fill port when the fillport cap was removed. Further inspection revealed the cause of the backflow at the fillport was due to a particle, measured to be 0.40 and 0.60 square mm in size, stuck under the device checkband. The particle was identified to be acrylic material via ftir test (fourier-transform infrared spectroscopy). Acrylic is the material of the device stressmember. Therefore, the reported condition was verified. The cause of the condition was determined to be a manufacturing related issue caused by a small shaving from the stressmember being created and becoming stuck under the checkband during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.